Manufacturer narrative:
(B)(4). Actual device not evaluated. Additional information was received on 03/12/2015. Product codes shipped to the (B)(4) in january include: tb050st, tb089t, tb100st, tb127t, tbt01089t, tbt02050st, and tbt02100st. Therefore, the model and lot number for the product used in connection with the reported incident is unavailable. Additional information was requested, however is not available at this time. Method: the device will not be returned; the model and lot number were unknown. Therefore, a review of the device history record (DHR) and sample evaluation were unable to be conducted. However, a use review was conducted for the reported incident. Results: as the device and lot number were unavailable for analysis, no device testing methods were performed. For this reason device testing results cannot be obtained. However, a use review was conducted and determined that the catheter/needle positioning during the procedure may have been a contributing factor to the reported incident. Conclusions: based on the information that was provided by the reporter and the anesthesiology group nurse regarding this incident, we are unable to determine a cause for the reported incident. However, at the time of this report the patient had consulted with his anesthesiologist and was informed that the syndrome was a side effect of the nerve block; the patient did not require further medical intervention. Therefore, it is possible that the needle positioning may have contributed to the event, as horner's syndrome may occur when the catheter and needle is positioned during the procedure. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Flow rate: 8ml/hr; procedure: right shoulder surgery; cathplace: interscalene continuous nerve block. Infusion started on (B)(6) 2015 at 1611. Infusion ended on (B)(6) 2015. It was reported that a patient experienced a reaction in his eye following surgery and use of a pump. The patient reported that the patient's right eye's pupil "is too small and won't dilate." Symptoms have been ongoing since surgery. The pump was empty at the end of the infusion. The patient reported that the patient no longer had the pump. Additional information was received on 03/03/2015. It was reported that the patient was diagnosed by the anesthesiologist as having horner's syndrome. No treatment was given. The patient reported that the symptoms in the patient's eye are ongoing. Additional information was received on 03/04/2015. A nurse supervisor reported that the catheter/needle type was not available. The model and lot number for the product used in connection with the reported incident is unavailable. Additional information was requested, however is not available at this time.